Manufacturer narrative:
The reported issue was confirmed. Evaluation found no catheter in the returned tray. However, the returned catheter did not have complete other components. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to use (eg: misplace), operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product.material. Balloon catheter: natural rubber latex sizes of catheters. Available in sizes 8 to 24 every 2fr". H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was found missing inside the tray upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found missing inside the tray upon opening the package.